Manufacturer narrative:
The device was evaluated by olympus and it was determined a gap of adhesive was present on the distal end due to peeling or a crack, likely attributable to a shock caused by dropping and knocking the endoscope to a hard surface or object (handling issue). The investigation is ongoing and the root cause of the reported event has not been determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus the olympus, model gf-uct180, evis exera ii ultrasound gastrovideoscope for repair due to a report of "leaking water out of bottom/second camera at tip of insertion tube." Upon inspection and testing of the returned unit by the olympus service department, it was noted that a gap of adhesive was present on the distal end. This report is submitted for the gap of adhesive present on the distal end. As this was found during in-house service, there was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the peeling of the adhesive is likely due to an external force applied to the distal end. This issue is addressed in the instructions for use (IFU): "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor the field performance of this device.